Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded by the site. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the diagonal coronary artery. An attempt was made to treat the perforation with a 2.8x16 rx graftmaster covered stent system, but the device was unable to cross due to patient anatomy and the proximal shaft was bent (near the touhy connection). The 2.8x16 rx graftmaster was withdrawn without difficulty. A 2.8x19 rx graftmaster was advanced and deployed at 20 atmospheres, sealing the perforation. Reportedly, use of both graftmaster devices did not cause or contribute to complications or adverse events. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational content of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.